Event description:
Healthcare professional reported a clinical study patient was injected with juvéderm® volift¿ with lidocaine. Almost 6 months after the injection, patient was admitted to the hospital for a visceral surgery. Event is currently ongoing and it was noted to not be related to the device.

Manufacturer narrative:
(B)(4). Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of pancreatic cancer (not device related) is considered an unexpected adverse drug experience.

Event description:
Additional information reported patient was hospitalized and diagnosed with pancreatic cancer, deemed not related to the device. Patient underwent chimiotherapy and treated with oral loperamide and omeprazole. Patient has been placed in a convalescent facility. Event is ongoing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received noting the visceral surgery was specified as colon resection. Patient was also treated with parenteral spasfon, morphine, and an anti-nausea drug starting for pain the day of surgery. Patient remained hospitalized three weeks after the procedure and is awaiting a place in a convalescent facility. Patient is taking their meals and protein supplements.